Event description:
Consumer complaint of blood result reading of "lo". Customer performed a back to back blood glucose test with results of "lo" and "lo". Last tests in memory: "lo", "lo". "Lo", "lo". Customer normally reads between 89 - 110 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluation is complete. Black chemistry observed. The most likely underlying root cause of this malfunction is black chemistry due to improper storage. Correction: conclusion code is no longer applicable and has been updated.

Event description:
Consumer complaint of blood result reading of "lo". Customer performed a back to back blood glucose test with results of "lo" and "lo". Last tests in memory: "lo", "lo", "lo", "lo", "lo". Customer normally reads between 89 - 110mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).